Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties. The balloon was removed partially inflated without incident. Pt status is listed as "okay".